Event description:
It was reported to philips that the system failed to boot due to a faulty image storage disk on an allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service temporarily restored the disk and recommended its replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).